Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, including an ilet display of ¿high¿ followed by a blood glucose of 389 mg/dl, and later received an insulin occlusion alert that was addressed by resuming insulin and performing the fill tubing process with confirmed drops observed; blood glucose subsequently decreased to 304 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included product use review and troubleshooting over the phone, including alert resolution steps and tubing prime verification. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion event, which improved after resuming insulin and re-priming with observable drops. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to determine a definitive root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.